Event description:
The customer reported that a ventilator's touchscreen was not responding correctly in the center. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that they performed a touchscreen calibration per the touchscreen diagnostic page on the service manual. Now the touchscreen is responding to touch as expected. No other anomalies were reported.